Event description:
It was reported that episodes of external noise were detected by home monitoring. According to the update received on (B)(6) 2025 oversensing on the tachy lead and impedance out of range (>3000 ohm) on the lv lead were noted. The leads were explanted and replaced. Based on this information it was decided to report the incident.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Additional report of capture failures indicating lead fracture was received. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.